Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricular lead was capped and replaced on (B)(6) 2017 due to dislodgement. Additional information was requested but not yet received.